Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds, low r-waves and loss of capture. Perforation of the pericardium was noted. Technical services (ts) was consulted and discussed methods to prevent perforation. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds, low r-waves and loss of capture. Perforation of the pericardium was noted. Technical services (ts) was consulted and discussed methods to prevent perforation. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Added patient code upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads.

Manufacturer narrative:
Added patient code.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds, low r-waves and loss of capture. Perforation of the pericardium was noted. Technical services (ts) was consulted and discussed methods to prevent perforation. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.